Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a 72-year-old female patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported after the implant, the patient¿s right lower extremity remained pulseless, cold, and blue. Additionally, during the removal of the peel-away sheath and advancing the repositioning sheath, the impella was inadvertently advanced too far in the left ventricle and folded back on itself, resulting in kinked cannula / pump failure. Medical staff then explanted the pump. The patient eventually expired. There is not enough information to associate the use of the impella device with the patient¿s eventual outcome.

Manufacturer narrative:
The investigation of limb ischemia and positioning issues has been completed. Data logs showed some suction and impella position unknown alarms were triggered in the end of the case. No other issues were found on the logs. The impella device was not returned for evaluation. The root cause of positioning issue was most likely use related. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h.6 code 2981 was entered incorrectly on the initial manufacturer device report number 1220648-2024-13161. Code 3038 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13161. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-13161 in accordance with updated procedures.